Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs #1225714-2014-00485 and 00486.